Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by cloudy effluent fluid and abdominal pain. The patient was hospitalized for this event. The patient was treated with one intra-peritoneal antibiotic once daily and one oral antibiotic three times daily. The cause of the peritonitis was a breach in aseptic technique, further described as the patient did not wash hands prior to therapy set up. The patient stated that they had not been retrained in aseptic technique. The patient had discontinued peritoneal dialysis while in the hospital. Pd therapy was resumed on an unknown date. At the time of this report the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.